Event description:
The dental implant fx3810mlc was removed on (B)(6) 2019 due to failure to osseointegrate 1 month and 5 days after implantation. The patient has no significant medical history. The doctor noted local infection and pain during explantation. The patient has recovered without complications.